Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history records of the product code/lot# combination was conducted with no relevant findings. A search of the complaint files did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported when they went to pull back the angioseal, to place the collagen, the whole system came out. The following information was provided by the user facility: that the push was moderate. There was nothing left in the patient. Bleeding occurred in the operation room. Manual compression was done. Right femoral artery puncture. It was reported that the blood loss was less than 250 cc. It was reported that patient was stable and without consequences. Additional information was received on 2017-07-28. Manual compression was held for 30 minutes. Outcome of the procedure was good and the patient was reported to be well. No extended hospitalization due to event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 8 fr angioseal vip device was received at terumo medical corporation for product evaluation. No accessory components were returned with the device. The returned component was subjected to visual analysis where a blood like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor at the distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted at an appropriate angle to the distal tip of the hemostatic sheath. Digital force was then applied to the anchor, deploying the collagen and suture. There were no functional anomalies noted with the device. Based on the evaluation performed the complaint could be confirmed for pullout. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation, it is likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the codes. When submitting follow up no. 1, the codes were unable to be selected, they are now available.